Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
.

Manufacturer narrative:
The electrode was received at boston scientific's return products department and is undergoing laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services in (B)(6) 2017. The local representative reported that this patient had received multiple shocks on (B)(6) 2017 and wanted to review the episodes in latitude. The episodes were reviewed by the technical service's consultant and showed spontaneous monomorphic ventricular tachycardia (vt) around 160 bpm which was eventually oversensed and treated with shock therapy. The vt was terminated. The recorded shock impedances were in the 50-60 ohm range. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a single chamber implantable cardioverter defibrillator (ICD) system. Boston scientific received additional information from the local representative that there were no patient adverse effects and the device will be returned to boston scientific.